Manufacturer narrative:
Additional information received per the medical records indicate that the patient had a history of hemobilia likely related to his history of grade iii liver laceration. A celiac anterior gram demonstrated pseudoaneurysm filling near the bifurcation of the right and left hepatic arteries. Despite numerous attempts to further delineate the neck of the aneurysm, they were ultimately unsuccessful. The pseudoaneurysm was successfully accessed under direct ultrasound guidance. The filter was then placed in the inferior vena cava below the level of the renal veins. The patient tolerated the procedures well.  Additional information received per the death certificate states that the patient died approximately nine years and eight months after the index procedure. The cause of death is listed as cardiac arrest and seizure. Additional information received per the patient profile form (ppf) states that the filter was unable to be removed. The patient became aware of the reported events nine years and seven months after the index procedure. There were no documented attempts to remove the filter. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) also states that the filter was fractured. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) also states that the filter was fractured. It was also reported that the patient experienced fear. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, medical history includes hemobilia likely related to a grade iii liver laceration. At the time of filter insertion, celiac imaging demonstrated pseudoaneurysm filling near the bifurcation of the right and left hepatic arteries. Despite numerous attempts to further delineate the neck of the aneurysm, they were ultimately unsuccessful. The pseudoaneurysm was successfully accessed under direct ultrasound guidance. The filter was then placed in the inferior vena cava below the level of the renal veins. The report states that the filter subsequently malfunctioned and caused injury, damage and/or wrongful death to the patient including, but not limited to the filter was unable to be removed. Per information received, the patient is deceased. The death certificate states that the cause of death is listed as cardiac arrest and seizure. Per the patient profile form (ppf), the filter was unable to be removed. There were no documented attempts to remove the filter. Additional information received per the patient profile form (ppf) also states that the filter was fractured. It was also reported that the patient experienced fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Fear does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes hemobilia likely related to history of grade iii liver laceration and deep vein thrombosis (dvt). A celiac anterior gram demonstrated pseudoaneurysm filling near the bifurcation of the right and left hepatic arteries. Despite numerous attempts to further delineate the neck of the aneurysm, they were ultimately unsuccessful. The pseudoaneurysm was successfully accessed under direct ultrasound guidance. The filter was then placed in the inferior vena cava below the level of the renal veins. The patient tolerated the procedures well. The filter subsequently malfunctioned and caused injury, and damage to the patient including, but not limited to the filter was fractured and unable to be removed. The death certificate states the cause of death was cardiac arrest and seizure approximately nine years and 8 months post implant. Per the patient profile form (ppf), the filter was unable to be removed. There were no documented attempts to remove the filter. The ppf also states that the filter was fractured and that the patient experienced fear before his death. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Fear does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury, damage and/or wrongful death to the patient including, but not limited to the filter was unable to be removed. Per information received, the patient is deceased. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury, damage and/or wrongful death to the patient including, but not limited to the filter was unable to be removed. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Per information received, the patient is deceased.